Manufacturer narrative:
Patient weight is not provided for reporting. Date of event is unknown. Additional device product code: hwc. (B)(4). The original hardware was implanted approximately 19 years ago. Part of the plate remained in the patient¿s bone; device not considered explanted. This issue is captured under linked complaint (B)(4). Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who had original hardware implanted approximately 19 years ago began to experience pain and was subsequently scheduled for the removal of a generation dorsal distal radius plate (pi plate) and an unknown number of screws from his right radius on (B)(6) 2016. The patient had complained of pain and could not move his right index, middle and ring fingers. The surgeon said that his tendons were ruptured and he planned on removing the plate and screws. The intraoperative issues which occurred during hardware removal surgery have been captured in a linked complaint (B)(4). This is report 1 of 2 for (B)(4).